Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was an inductor, designator l1.  Physio observed that there was liquid on the pcb which had burned out l1.  This prevented the pcb from booting up due to no 24 volts.

Event description:
The customer contacted physio-control to report that during a recent patient event their device's display went blank; however, all of the led lights on the keypad remained lit. This behavior is indicative of a condition where the device has failed to boot-up properly, which could delay or prevent defibrillation if it were necessary. A backup device was available and used to provide patient care. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.